Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached ¿ updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. There are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging returned with the device. During visual inspection, the catheter shaft was seen to be kinked between 17cm and 19cm from the catheter tip. The catheter shaft was seen to be broken just below the catheter hub. During functional testing the catheter was flushed and was confirmed during the flush there was a leak through the break on the catheter shaft. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to the procedure and the anatomy was tortuous. An assignable cause of procedural factors will be assigned to the as reported and as analysed events of catheter shaft broken/fractured during use and catheter shaft leak during use and the as analysed event of catheter shaft kinked/bent, as these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during the thrombectomy procedure, the catheter (subject device) was fractured and leaking at the proximal end of the shaft. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the thrombectomy procedure, the catheter (subject device) was fractured and leaking at the proximal end of the shaft. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.